Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to gore for analysis. However, an engineering analysis based on the device codes was conducted. Examination of the device history and machine history files did not indicate any anomalies occurred that would increase the device profile or decrease the force to dislodge the vbx stent from the delivery system. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use, directions for use, section f introduction and positioning of the gore® viabahn® vbx balloon expandable endoprosthesis state: 1. Select the compatible size introducer sheath from table 1. Always use an appropriately sized sheath for the implant procedure. It is advisable to use a sheath or guide catheter that is long enough to cross the lesion. Use of a guide sheath or guide catheter minimizes the risk of dislodging the endoprosthesis from the balloon during tracking. Use standard interventional techniques to introduce the gore® viabahn® vbx balloon expandable endoprosthesis to the target lesion.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible.

Event description:
The patient presented for a aaa fenestrated case. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was targeted to go into the renal. The doctor was unable to place the sheath into the renal so decided to advance the vbx bareback. During advancement, the stent dislodged from the balloon. The balloon and stent were retrieved and discarded at the hospital.